Event description:
A customer reported experiencing a cartridge alarm during the load process with their pump. There was no adverse impact on the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms, decided to replace the pump, and transferred the customer to renewals for an out-of-warranty loaner pump.